Manufacturer narrative:
This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury (21 cfr sec. 803.3) as the office staff reported the lab technician having an allergic type reaction. The incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. Allergy testing has confirmed a type IV sensitization to palapress denture material. The ingredients in palapress and palaxtreme have similar properties. The lab technician sought treatment from a doctor and was prescribed ointments and cortisone pills. Symptoms have improved but has not fully healed. The lab technician did wear gloves and protective clothing while handling the material. This material is not sold in the USA, however a similar product sold in the USA contains these same ingredients.

Event description:
Dry cracked skin on fingers. Contact eczema diagnosed and allergy testing has confirmed type IV sensitization to the ingredients in palapress denture material. Palaxtreme has some of the same properties as palapress. This material is not sold in the USA, however a similar product sold in the USA contains these same ingredients.